Event description:
Air liquide healthcare ireland reported that there were air bubbles or gaps in the patient line or infusion set tubing, specifically located between the t:lock and the patient. This issue did not adversely impact the customer's blood glucose level. The customer, experiencing ongoing issues despite following proper procedures, was unable to resume insulin therapy after attempting to load a new cartridge and therefore required further assistance. Consequently, it was advised by the area manager to replace the pump, which was still under warranty. The customer would use multiple daily injections (mdi) as a backup therapy and was instructed to put the pump into storage mode before returning it to tandem within ten days using a pre-paid label. The necessary address was confirmed for the shipment of the replacement pump.